Manufacturer narrative:
(B)(4). Insulin pump passed displacement test; it failed self test returning an unexpected pump error. Pump error is confirmed in the formatted history file due to a broken trace at the keypad assembly. No unexpected audio, vibrate anomaly, absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.